Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced elevated blood glucose levels. An exact value was not provided. The customer stated the suspected cause was due to stress. The customer declined to troubleshoot with tandem technical support.